Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. The instruction manual includes, preventive measures associated with reprocessing issues in ¿gif/cf/pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that the evis exera iii gastrointestinal videoscope had insufficient or incorrect reprocessing scope was used for the next procedure. Upon evaluation, the facility does not flush scopes. It was recommended to manually flush or purchase a flushing system- the representative completed an in-service on evis exera iii gastrointestinal videoscope¿s for nurse manager and her staff. In-service included bedside precleaning, leak testing with mu-1 and mb-155(the olympus mu-1 maintenance unit allows for care and maintenance of olympus endoscopes. It's to be used in combination with the mb-155 leakage tester.), manual cleaning, but facility does not manually flush scopes or have an automated flushing system, and storage information contained in the olympus manual. Provided supporting documentation and wall charts.